Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds. Customer stated that after changing the battery, monitoring insulin pump for 2 hours blank display did not returned. Customer stated insert battery did not display on screen. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.